Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cartridge was loose and did not secure in reservoir compartment and sometimes difficult to insert as well as insulin pump had randomly beep with no alarm on the screen. Customer¿s blood glucose was unknown. Customer stated that the insulin pump had received random no delivery alarms and shoot out insulin during priming. Customer also stated that the rejected brand new batteries and rewind was slower than in the past. Troubleshooting was not performed. Insulin pump will not be returned for analysis.